Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. Further follow up revealed that the patient was discharged from the practice in (B)(6) 2013 due to non-compliance with follow-up appointments. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.